Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 08-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed no call service alarms. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms or issues. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a call service alarm issue was unable to be duplicated and was not recorded in the pump history. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.